Event description:
The patient was undergoing a medical procedure in the external carotid artery using a benchmark delivery 6f 071 catheter (benchmark) and a neuron max 6f 088 long sheath (neuron max). During the procedure, it was noticed under fluoroscopy that the benchmark was fractured at the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder

Manufacturer narrative:
Evaluation of the returned benchmark revealed a fracture on the proximal end and kink near the fracture. This is likely the reported damage. If the device is advanced against resistance or handled at an angle during use, damage such as kink and subsequent fracture may occur . Further evaluation revealed a kink near the hub, an additional kink and ovalizations along the distal shaft. This damage was not mentioned in the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.